Manufacturer narrative:
Continued e.1 facility name: (B)(6) medical center. Device evaluation: analysis of the returned device identified: weight to the spec, crease flat and white particles in the shell. Cloudy in the gel observed, after autoclave cycle. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported, "malignant neoplasm". Which was determined, not to be device-related.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lump/nodule" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿lump."

Event description:
Healthcare professional reported right side lump. Device has been explanted.